Manufacturer narrative:
Report source: "1150 kyphoplasties over 7 years: indications, techniques, and intraoperative complications" by nicholas mcarthur, md christian kasperk, md; martin baier, md; michael tanner, md; bernd gritzbach, md; oliver schoierer, md; wolfram rothfischer, md; gerhard krohmer, md; jochen hilmeier, md; hans-jurgen kock, md; peter jurgen meeder, md; franz-xaver huber, md taken from ortho supersite, orthopedics 2009;32:90. Method - other, device not returned, internal review of literature.

Event description:
In a literature review, it was reported that after a kyphoplasty procedure, a CT scan revealed a case of cement leakage which filled 50% of the spinal canal of the patient leading to motor deficits of both legs. The patient had multiple myeloma and a significant posterior wall instability. The neurological deficit diminished, following surgical removal of the cement, resulting in no long-term neurological deficits.